Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No x-ray showing the dislocation has been received. Therefore, the reported event could not be confirmed. The product was returned and lab analysis was performed. The product analysis shows that there was a black stain on the head that may have been caused by rubbing with the cup, rub marks were also found in the cup. The inlay was also damaged and much of it is missing, which appears to have been caused by the potential friction of the cone that was attached to the head. No other issue has been found on the returned pieces. According to the r&d manager, it was found that the head did not belongs to zimmer biomet. Therefore, the compatibly of the whole device is not verify and could potentially explain the dislocation of the inlay and the loosening cup handle in (B)(4). The batch number of the inlay can't be determined based on the product inspection as it is not engraved on the device. The review of the device manufacturing quality can't be performed as the product reference and batch number was not communicated. The product IFU could not be reviewed as the document was not available. Therefore, it is impossible to confirm if there were some information regarding devices compatibility in the IFU. However, the current IFU on the avantage range products shows that only biomet heads can be used with an avantage cup. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient suffered from dislocation of the femoral head from the pe inlay with later loosening of the cup. The cup loosening is handle in (B)(4). Medwatch report number 3006946279-2020-00108. The dislocation between the head and the inlay is handle in (B)(4). Current medwatch report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Avantage cementless acetabular shell size 52, reference (B)(4), batch 0000212383 and head reference 28-12/14s, batch 512747. The device manufacturing quality record could not been reviewed as the lot number was not communicated. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient suffered from dislocation of the femoral head from the pe inlay with later loosening of the cup. The cup loosening is handle in (B)(4) - medwatch report number 3006946279-2020-00108 the dislocation between the head and the inlay is handle in (B)(4) - current medwatch report.